Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured between 31 may 2012 and 01 june 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet begun. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor experienced a leak during filling of fluorouracil. There was no patient involvement. No additional information is available.